Event description:
Received customer medwatch which stated "port on patient controlled analgesia (pca) tubing was cracked, causing medication to leak." There was no patient harm reported and no medical intervention was required. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.